Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, the instrument was fixed properly and tested well during the five seconds diagnostic test before the default screen 3/5 appears. Once the screen changes to 3/5, the scrub nurse then passes the instrument to the surgeon for him to use. The surgeon inserted the instrument into the patient and the instrument worked well during the procedure. Half way through the procedure, the instrument stopped working, there was an error tone and an error message that appeared on the generator. The error message indicated instrument error. The scrub nurse then re-tighten the instrument and pass it back to the surgeon. The instrument initially worked well, but after five seconds, the same error message appeared on the generator. The scrub nurse then changed to new hand piece and opened a new instrument. The same thing happened to the new instrument. The surgeon converted the case from lap to open. There were no adverse consequences to the patient.